Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: what were the indications for surgery? Did the patient receive any preoperative chemotherapy or radiation? Did the tissue seem thick or wide? Was the device difficult to close? Was the device closed and repositioned multiple times prior to firing? Was the device difficult to fire? Was the distal transection completed in one or multiple firings? How was the stapling issue identified; right away or when the circular stapler was introduced? Were any staples visible anywhere in the surgical field? If so, can more information be provided about location and staple form? Why is the anastomotic leak alleged to be associated with the cs40g device? Is the ostomy temporary or permanent? What is the current status of the patient? Response: the indication for surgery was an adenocarcinoma of the middle rectum. The patient received no chemo or radiotherapy treatment prior to surgery. The issue seemed of usual thickness. It was not difficult to close the device. The transection was completed in one shot. The leak was identified when the circular suture was placed. There were no staples in the surgical field, nor in the surgical piece. The way to solve the problem was to perform a continuous linear suture on the circular suture, when performing a pneumatic test after the anastomosis was performed, an anastomosis leak was observed, it was decided to perform a temporary ileostomy. The ileostomy is temporary. The patient was granted discharge 5 days postoperatively, without intercurrences. The current state of the patient is good, without complications in the postoperative period.

Manufacturer narrative:
(B)(4). Batch # r5c30a. Photo evaluation summary: upon visual inspection of two photos, the following was observed: the first photo shows the anvil area of device with a green reload loaded inside of a plastic bag and it can be seen all drivers are up from top front view. Also, it was noted a label behind of device with information of product code cs40g, lot # r9586t and expiration date 2023-11-30. The second photo shows the anvil area of device from top view and it was noted that all the drivers are up. Based on the photos reviewed, the event described of would not staple is confirmed; however, no conclusion or root cause could be determined. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event. Device evaluation summary: the analysis results showed that the cs40g device was received with no apparent damage and with a cartridge reload loaded in the device. The reload was received void of staples, with the washer completely cut, with the drivers exposed and with the knife recess below the cartridge deck. The device was tested for functionality with an engineering sample reload and the device fired, forming all staples and cutting as intended. The cut line was complete, the staple line was complete, and the staples meet the staple form release criteria. The event described could not be confirmed as the device performed without any difficulties noted. This report is not intended to deny that you experienced a problem with the device. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What were the indications for surgery? Did the patient receive any preoperative chemotherapy or radiation? Did the tissue seem thick or wide? Was the device difficult to close? Was the device closed and repositioned multiple times prior to firing? Was the device difficult to fire? Was the distal transection completed in one or multiple firings? How was the stapling issue identified; right away or when the circular stapler was introduced? Were any staples visible anywhere in the surgical field? If so, can more information be provided about location and staple form? Why is the anastomotic leak alleged to be associated with the cs40g device? Is the ostomy temporary or permanent? What is the current status of the patient?

Event description:
It was reported that during an unknown procedure, the surgeon used a contour mechanical suture, cs40g, but although this one made the cut, it did not place any staples. Due to this, the patient had to be sutured manually, so at the time of the anastomosis with the circular mechanical suture there were leaks and there was no other option than to ostomize the patient for protection.